Event description:
The customer reported having problems with scar tissue. The caller stated that the she kept having bent cannulas, but the insulin pump did not alarm no delivery. The blood glucose reading was 296mg/dl. Advised the caller that a tubing clamp would be sent to run the high pressure test properly. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.